Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
The epidural catheter was inserted; the needle removed and a little bit of blood was in the catheter. The catheter was rinsed or flushed immediately but the catheter was blocked. The catheter was removed and replaced. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The epidural catheter was inserted; the needle removed and a little bit of blood was in the catheter. The catheter was rinsed or flushed immediately but the catheter was blocked. The catheter was removed and replaced. The patient's condition was reported as unknown.